Event description:
(B)(6) study. It was reported that migration of the closure device post release occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. Post delivery of the closure device, transesophageal echocardiography (tee) was performed to assess location and compression, which revealed the initial delivery position to be too deep within the appendage and the device was significantly compressed by the fluoroscopic appearance. Thus, the closure device was partially recaptured and unsheathed in a more proximal position. Tug test was performed, and the device was unsheathed in the laa. Repeat tee and left fluoroscopy revealed appropriate position with no appreciable gap, and an adequate seal with no evidence of a leak. Approximately ten to twelve minutes post release of the closure device, tee revealed that the implant migrated proximal to the ostium of the laa. The closure device did not completely exit the laa upon migration as there was enough anchor engaged in the appendage. The cardiovascular surgeon was called, and the device was successfully removed from the patient with a 35mm gooseneck snare. One day post procedure, the patient was noted to be healthy with the right groin recovered well. The patient was discharged home one day post procedure on eliquis.